Event description:
On (B)(6) 2009, the patient was implanted with a branched stent graft in an open thoracic procedure (branched open stent-graft technique) to maintain blood flow to the branch arteries of the aortic arch. On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg3420/06578547, tg3720/06348273). On the same day, the patient developed multiple cerebral infarction. For an intervention to the multiple cerebral infarction, the physician administered medications to the patient and performed tracheotomy for a tracheal intubation to maintain the respiration. On (B)(6) 2009, the patient was discharged of the hospital with cerebral infarction still remaining. Later, the patient was withdrawn from his follow-up study as he had been transferred to another hospital. It was reported that as the patient had excessive thrombus prior to the initial procedure, the physician thinks that the patient had the higher risk to develop embolism.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.